Event description:
It was reported that the patient had inappropriate shocks due to oversensing of noise. The noise was likely electro-mechanical. The patient has been scheduled for a clinic visit. Technical services discussed advising the patient to stay away from the electromagnetic noise. There were no additional adverse patient effects. The system remains implanted.